Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had a poor image. The issue occurred during a diagnostic examination procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the boot of the uc sheath is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the malfunction "dark image, dimming abnormally" the most likely cause is an expected or random electric component failure in the cable, without any design or manufacturing defects. And for the malfunction "the boot of the uc sheath is damaged" the most likely cause is that the cable come into connect with any sharp-edged or pointed objects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.